Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, serial# unknown, product type catheter; product ID 8840, product type programmer, physician. (B)(4).

Event description:
It was reported an alarm was heard from the pump with telemetry not yet performed. The patient was refilled last thursday and the pump was alarming as of the time of the report. The pump was not updated after the refill. The patient was not going to be able to get into to see the health care provider (hcp) until monday. There was no medical or therapy problem. It was later reported the patient went into the office on (B)(6) 2014 to update the reservoir volume. The patient was not having any symptoms and only the pump was alarming.